Manufacturer narrative:
(B)(4). The insulin pump was received with a missing retainer ring and reservoir tube lip o-ring. The device was unable to perform displacement test due to physical damage. The pump was received with a cracked keypad overlay at select button. The pump was received with minor scratched display window, case and keypad overlay texture damaged. No cracks noted at the reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. The product will be returned.